Manufacturer narrative:
Inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (irregular thrombus); device failure/lack of effectiveness related to patient condition (irregular thrombus).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and iliac morphology not reported. It was reported that the devices were deployed successfully. After deployment, a small type 1a endoleak was noticed. The physician thought the endoleak may be due to the patient having an irregular proximal thrombus. The patient is being monitor and the physician believes the endoleak may resolve on its own. No additional clinical sequelae were reported, and the patient status is fine.

Event description:
It was reported that the type I endoleak resolved and that the aneurysm sac is decreasing in size. However, a small type ii endoleak was discovered. The patient is stable.